Manufacturer narrative:
(B)(4). Boston scientific received information that a shock impedance measurement greater than 200 ohms was noted three months after the initial observations were reported. A boston scientific technical services consultant discussed testing that can be performed to assess the system. The caller stated they will most likely leave the lead programmed in triad configuration as they don't feel comfortable doing defibrillation threshold testing (dft) due to patient condition.

Manufacturer narrative:
Additional information was received that this system was still exhibiting out of range shocking impedance measurements. A boston scientific technical services consultant documented the clinical observations and discussed the patient should be brought into the clinic for evaluation. No further testing was performed and the physician decided to continue to watch the patient via remote monitoring as the impedance spike was intermittent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 200 ohms in triad configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant asked the caller to check impedance in right ventricular (rv) coil to device configuration and a measurement of 122 ohms was produced. A measurement of greater than 200 ohms was again noted in coil to coil configuration. The consultant suggested further testing to evaluate the system further. The device was left in rv coil to device vector, but no new defibrillation threshold testing (dft) was performed due to patient condition. One week later, varying measurements were noted from 177 ohms to 112 ohms. The caller performed isometrics and there were no variations and no noise noted. The caller thought the varying measurements were odd and questioned why they were decreasing. The consultant explained why this device may exhibit lower measurements in triad configuration in comparison to the rv to right atrial (ra) coil measurement. Additionally, the consultant stated that since the device was recently replaced that maybe the pocket had some air that took a while to absorb and now the measurements are back to baseline. Follow up testing was performed ten days post implant and measurements were within range and consistent. At this point, the physician has the device programmed back to triad and has ordered the patient a latitude communicator so he can do remote monitoring and keep an eye on the patient. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.